Event description:
It was reported that there were high thresholds in the right atrial lead and that under fluoroscopy it was noted that the lead had "lost its j shape". The lead was repositioned and electrical testing conducted which revealed the electrical parameters to be within normal range. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.